Manufacturer narrative:
Based on the provided information, the investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer confirmed the samples were inconspicuous. The customer's qc results were acceptable on the date of the event. The investigation found the centrifugation time was insufficient according to the tube manufacturer's recommendations. The investigation reviewed the system's alarm trace and found the "no fluid / not enough" alarm occurred frequently. The customer performed precision testing with failing results. The field service engineer replaced the wash station and the system's probes. The investigation is ongoing.

Event description:
The initial reporter received a questionable high ca2 calcium gen.2 result for one patient tested on a cobas integra 400 plus. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on a cobas c 503 analytical unit. Sample ID (B)(6) had an initial calcium result of 3.02 mmol/l. Sample ID (B)(6) had a repeat calcium result of 2.38 mmol/l. The calcium reagent lot number was 573922 with an expiration date of 30-nov-2022.